Event description:
I was told to file a report as I have experienced a huge increase in floaters in my eyes after lasik surgery in (B)(6) 2015. At first I was not sure what was going on and waiting to heal when I discovered a 2 weeks- month later I had many more floaters than I have had to the point where I am completely distracted and cannot focus on function properly at my job. This has made a serious impact on my career and vision and is extremely depressing. I have had my eyes look after experiencing quite a bit of dryness from lasik. After that was no longer a huge issue I had my retina checked and it appears to be attached but I have an enormous amount of new floaters in both eyes. The surgeon, dr. (B)(6), said lasik doesn't touch that part of the eye where floaters appear. I am not convinced that this is not directly related and that surgeons should be held accountable. There was no warning of this and who knows how much long term damage this has done possibly speeding up the degradation of the vitreous humor. I have read that the pressure from the suction during lasik as well as the shock of the laser can cause the break down of the vitrous humor as well. I have completely ruined my vision as this is so distracting I can't even work or enjoy anything especially outside.